Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with thirteen remaining clips. The second instrument was received partially applied with twelve remaining clips. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. The remaining clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping the vessel and duct during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle, but the handle of the clip was needed to be manually released or opened. It was stated that it would not open automatically. It was also stated that there were two devices that had the same malfunction on this event. They used another clip applier to complete the case. There was no patient injury.